Event description:
It was reported the previous month the patient had first seen a power-on-reset (por) condition and a call-your-doctor message on the programmer. No diagnostic identifier was reported. The patient was not able to adjust stimulation due to the por condition. Approximately 2 weeks after the initial report it was reported the por condition had not been cleared. The patient had an appointment on (B)(6) 2012. The physician the patient had went to did not know how to clear the por. The patient felt that the device was on, and was looking to turn the device off prior to an unrelated surgery. It was reported the patient had leakage of urine at the time. The patient still had concerns regarding the device and was going to "start the process" of getting a replacement after recovery from the unrelated surgery, and an annual physical. No replacement was scheduled.

Manufacturer narrative:
Product ID 3889-28, lot # v251861, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).